Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had their device implanted back in 2017. This ins was taken out and they put a competitor device in. The only reason patient switched was because this device allowed patient to keep the device on 24/7, 7 days a week. Being that patient drove a semi truck for a living, patient could not drive and have the device on during the driving. Patient reported when they had the implantable neurostimulator (ins), patient was driving with ins on and moved the wrong way and it caused almost to have an accident because patient felt the pulsing in the legs and was not able to move the foot off the gas and put it on the break pedal. Patient reported they would wake up because patient felt pulsing going down the legs like static electricity. Patient had to turn stim off for 12 hrs when working/driving and then turn off when sleeping b/c stim would wake them up. Patient also mentioned they had a rotator cuff surgery.